Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette did not aspirate and the liquid leaked into the cassette during a right eye cataract surgery. The procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The reporter informed that the reported issue was resolved by changing the kit.

Manufacturer narrative:
A device history record review for the reported lot indicates the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is received. The root cause of the customer's report could not be determined as a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
One wet, used fluidics management system was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed all aspects of functional testing. The sample was able to reach a maximum vacuum within specification and no leakage occurred during testing. The irrigation and aspiration flow rates were within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).